Event description:
Surgeon reported patient had an incomplete side cut in left eye. Surgeon was unable to lift the flap and re-schedule patient for a second visit and completed a photorefractive keratectomy successfully.

Manufacturer narrative:
Additional information: the concomitant product, patient interface lot# cp02025, manufacturing record was reviewed and the documentation shows that the it was manufactured according to specifications and no deviation or assignable cause was identified when it was manufactured. The patient interface (pi) concomitant product lot# cp02025 was received and evaluated. Visual inspection found the returned sample unit was not returned in its original procedure pack and had white debris, particles and residue on the cone lens which indicates that the unit was handled in a non-sterile environment. Circular scribe was observed on the cone lens, which indicates that the pi was used in a procedure. The clip was broken off of the gripper assembly. Functional clip inspection was unable to be performed as the clip has been broken off. Suction testing was performed using the original syringe for the pi returned. Results were found within specifications. Dimensional testing results were within tolerance. A review of the manufacturing controls show the instructions require 100% cleaning of the cone and cap and the operators visually inspect cone surfaces for particulates, smudges, stains, imperfections, damage and deformation. Also, the operators performed the vacuum testing to the 100% of the units during production. In addition a review of the directions for use (dfu) was conducted and it was found that it provides the customer with information on properly handling the product. No failure was detected with the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.